Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that about 3 weeks ago they went to the emergency room to have an EKG and the ekgs were not working with the dbs machine. Patient said that they were hooked up to the machines right away and as soon as they got in there, the machines started going haywire. Patient also said that the week before that they had an emergency surgery and did a kidney stone removal and they put in a stint in. Patient mentioned that when they were up in the surgery room, they rushed the patient up there and it zeroed out their machines and they kept switching until they got one that would work. The patient was redirected to their healthcare provider to further address the issue. Reviewed guidelines for EKG and surgery with the caller.